Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) was removed and replaced. The right ventricular (rv) lead and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.